Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor state 7 with event code 11 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance. Event log indicates that returned sensor was terminated due to high counter potential voltage. Therefore, the smu (source measurement unit) test will be performed to determine if the sensor is fully functional and have any counter voltage issues. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test with connector key to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage testing was within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a ¿check again in 10 minutes¿ error message was received with the adc device and was unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and was "on the verge of unconsciousness". The customer had contact with a healthcare provider and received a g10 (glucose) infusion. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that a ¿check again in 10 minutes¿ error message was received with the adc device and was unable to obtain sensor readings. As a result, the customer experienced hypoglycemia and was "on the verge of unconsciousness". The customer had contact with a healthcare provider and received a g10 (glucose) infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. As the operating system (phone) customer is using is unknown, the g4 - PMA/510(k) # has been populated for ios. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.